Event description:
Customer performed a blood test in the morning and received a result of 118mg/dl. 1 hour later the customer ate too much food which caused blood glucose to rise. The customer tested and received a result of 261mg/dl and wasn't feeling well. Paramedics were called and the customer laid down. The customer tested later and rec'd a result of 360mg/dl. The customer took 15 units of lantus and called paramedics again. Paramedics tested and received a result of 280mg/dl. The customer was given an IV and taken to the hospital. No controls were in used. A request was made for the return of the suspect device and replacement product was sent.